Manufacturer narrative:
(B)(4). Upon follow up with a nurse, it was reported that the cause of peritonitis was due to diarrhea. Therefore baxter disposables are no longer considered suspect in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. On an unreported date, the patient was treated with ciprofloxacin (500 milligram daily, orally), and vancomycin (intravenously, dose and frequency not reported) for the event. The patient was discharged five days after hospitalization and was recovering from the event. Twenty five days after onset of the event, the patient was treated with vancomycin (250 milligram four times a day orally). Treatment with oral ciprofloxacin and oral vancomycin was ongoing. At the time of this report, the patient was not retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.